Event description:
The customer reported an issue with the pump's touchscreen as it was unresponsive and frozen. There was no adverse impact to the customer's blood glucose level. Despite attempting a pump reset, the touchscreen issue persisted, and the customer was unable to interact with the pump. The customer reverted to manual insulin injections for insulin therapy.